Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) during left ventricular (lv) threshold testing. The patient experienced a syncopal episode with the loc. It was reported that the threshold test appropriately ended when capture was lost. Boston scientific technical services (ts) discussed this appeared to be consistent with anodal stimulation, where in extended bipolar pacing, the anode of the rv lead is also stimulated and captures the rv. When the output decrements to a subthreshold value, the rv then loses capture. Ts discussed this can be seen in both dedicated and integrated bipolar leads. No additional adverse patient effects were reported. This product remains implanted and in service.